Manufacturer narrative:
(B)(4).

Event description:
It was reported the next day after the system was implanted, the lead was found to be dislodged and pacing in the right atrium. The patient was asymptomatic. The lead was successfully repositioned. The patient was in stable condition before, during, and after the procedure.